Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was opened for use in a ureteroscopy procedure in the kidney performed on (B)(6) 2018. According to the complainant, during unpacking and outside the patient, it was noted that the fiber body was broken into two pieces. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The fiber was returned broken into three pieces. The first piece measured approximately 75 cm from the top of the connector to the break. The second piece measured approximately 37 cm from break to break. The third piece measured approximately 205 cm from the and includes the entire distal tip. The condition of the returned device confirms the event. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site. There is an investigation to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was opened for use in a ureteroscopy procedure in the kidney performed on (B)(6) 2018. According to the complainant, during unpacking and outside the patient, it was noted that the fiber body was broken into two pieces. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.